Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse from the hospital reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2022. The customer's blood glucose level was 700 mg/dl when admitted to hospital. Customer's current blood glucose value was 158 mg/dl. Customer was treated with manual injection or insulin pen. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature. Displacement test was passed. The ketones test results was unknown. The insulin pump will not be returned for analysis.